Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 08jun2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer found drawer 2 rubbing the bottom of drawer to the frame, aligned the drawer and cleaned to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a jammed drawer. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.